Event description:
The company received a report where it was claimed that the end clinician experienced difficulty passing a suction catheter down the tube. The caller reported this occurred due to the tube developing a kink. The caller reported that replacement of the tube was performed but unsuccessful on the first attempt, resulting in a short term aspiration event. Replacement of the tube was attempted a second time and the exchange was successful.

Manufacturer narrative:
The sample is not expected to be returned. Additionally, the lot # associated to the device has not made available for a lot history review. Without the sample, the reported complaint cannot be investigated and/or confirmed. It the sample is returned at a later date, a sample analysis will be performed and if any significant info is identified, a summary of the analysis will be provided in a supplemental report. Info has been added to the database for trending purposes.